Manufacturer narrative:
Two more cases were received on 02/06/17. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 76152 with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® no additive (z) tubes had parts of rubber stopper inside samples. No serious injury or medical intervention reported.